Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. There was a 2mm tear in the balloon material at the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that balloon leak occurred. The 85% stenosed, 20mmx2.75mm, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left circumflex artery (lcx). Predilation was performed. Following stent implantation, a 2.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to post-dilate the target lesion. However, the physician noted that the balloon was leaking under 18 atmospheres. The balloon was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.